Manufacturer narrative:
The account pulled a power control module from another bed and the manifold shut off. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed's hydraulic pump runs all the time and is not moving any bed functions.